Event description:
It was reported that on an unknown date, the plum 360 device failed flow testing during its preventative maintenance check. The regional manager was at uc health last week and all this week performing a 15.20 firmware upgrade on the device. At the same time, the account is performing its annual preventative maintenance inspection (pmi¿s) on the device. No further info is available. The device was not in clinical use. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The device has been received by the manufacturer; however, the investigation has not yet begun.

Manufacturer narrative:
Manufacturer testing confirmed the customer's complaint that the device failed the free flow performance verification test (pvt). The fluid shield assembly was replaced to resolve the reported issue. The device then passed a self-test. Probable cause physical damage to the fluid shield assembly. During visual inspection, the tester, found the main chassis, rear enclosure, cassette door, and peripheral cover to be damaged. The rear enclosure, cassette door, main chassis, and peripheral cover were replaced. Probable cause physical damage due to normal wear and tear.